Manufacturer narrative:
(B)(4): the customer reported the device would not power on. There was no reported pt involvement. The complaint is still under investigation. A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported the device would not power on. There was no reported pt involvement.